Event description:
Propofol infusing to critical care patient. Rn went to unhook infusion tubing and place on a different port and when attempting to reattach the leur lock cracked/broke. Line and medication replaced. ICU medical clave port clave y-site, secure lock 103 in, product 14687-28. Lot either #13725918 or #13725933.